Event description:
Info received indicates the brake steer caster continues to ratchet when in brake.

Manufacturer narrative:
The tech found the caster was worn. He replaced the brake/steer caster to repair the bed.